Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted with a ruptured renal cyst resulting in a retroperitoneal bleed. This resulted in hypercapnia, requiring intubation and leading to cardiac arrest and death. The patient had low flow alarms for which they were given 3000 units of heparin. This temporarily returned blood flow. A review of the log file revealed a reduction in the average flow values on (B)(6) 2023 at 1934. The trended data appeared to show downward fluctuations in the recorded average flow values and intermittent elevations in average pulsatility index (pi). The motor function continued until an intentional pump stop command was received. The driveline was disconnected on (B)(6) 2023 at 2236.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The account communicated that the device operated as intended and will not be returned for evaluation. The controller event log file captured events from 25mar2023 through 04apr2023. The file captured a decrease in pump flow which triggered low flow alarms, consistent with the patient¿s declining condition and expiration. The end of the file captured events consistent with the termination of lvas support. The hm3 lvas instructions for use (IFU) lists potential adverse events, including bleeding and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding the recommended anticoagulation regimen as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that a patient's spouse alleged that the heartmate 3 left ventricular assist device (lvad) caused a massive stroke and killed the patient. This information was previously reported under manufacturer report number 2916596-2024-03186.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. It was reported that the patient was readmitted for a ruptured renal cyst and retroperitoneal bleed. The patient became hypercapnic requiring intubation, arrested, and ultimately expired on (B)(6) 2023. The bedside nurse reported that the patient experienced low flow alarms and received an anticoagulant with a transient return of flow; however, this was followed by a prolonged low flow state until expiration. It was later reported by the patient's spouse that the patient experienced a massive stroke that killed the patient. The account communicated that the device operated as intended and will not be returned for evaluation. The submitted controller event log file contained events from (B)(6) 2023. A decrease in pump flow was captured resulting low flow hazard alarms, consistent with the patient¿s declining condition and expiration. Events were then captured towards the end of the file, including an intentional pump stop, that were consistent with the termination of lvas support. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, respiratory failure, stroke, and death. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This section also states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6 of the IFU, ¿patient care and management¿ outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 (expiration date): correction. Section h4: correction. No further information was provided. The manufacturer is closing the file on this event.